Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 lit (hcp): spendlove, s., stevens, s., eckmann, m.s., nagpal, a.s., bickelhaupt, b. Intrathecal baclofen pump catheter extension kit leak discovered with digital subtraction: a case report (10749). (B)(6). 263. Summary/ reported events: this is a case report of a medtronic intrathecal baclofen pump catheter extension leak in a patient with incomplete paraplegia. The patient was admitted for baclofen pump replacement secondary to an expiring battery. During the original pump replacement, the catheter was cut 4 cm and re-inserted onto the extension kit port, past the flange. Upon aspiration from the in trathecal pump, free flow of cerebral spinal fluid (csf) was observed without an air leak. On return to clinic 6 days later, the pump pocket wound was noted to be weeping clear fluid, and a dye study under fluoroscopy was performed. Csf was aspirated from the catheter access port, yet injection of the port produced both extravasation of radiopaque contrast into the pocket and a true myelogram, without extravasation elsewhere between the pocket and the spinal insertion point. The exact positioning of the leak was confirmed in a novel use of digital subtraction angiography (dsa). The patient underwent reoperation for pump extension failure. When removing the intrathecal pump, the catheter extension became easily dislodged from the original spinal catheter where both ends were spliced together. Csf readily flowed spontaneously from the proximal end of the original catheter. The extension catheter kit was removed and replaced. This time the catheter was inserted until it was well past the flange and lying flush with the hub. Although csf aspiration from a catheter access port is a reliable sign of an intact intrathecal catheter, we present a case where a slow leak due to non-union allowed for both pump pocket extravasation with continued positive and negative pressure intrathecal access. In such cases, a partial catheter non-union can be pinpointed under examination with dsa. Additionally, dye study employing live fluoroscopy or dsa can aid in planning of surgical revision by pinpointing the location of the leak, potentially eliminating other possibilities of leak (retrograde csf leak into the pocket from a catheter fracture, or dural leak). Such other possibilities require a different surgical approach such as catheter revision or epidural blood patch. In this case only a pocket exploration was needed. Importantly, the free ends of two catheters when spliced via extension should be inserted deeply onto the port on each side.